Event description:
Patient was transferred in the shower chair. Rear of seat shifted to the left, chair became unstable leaned to the left. The chair with the patient was lowered to the floor. Based on re-enactment, it appears that the hydraulics are not supporting the weight in the chair.